Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment had some damage. The o-ring was missing and the reservoir was not staying in. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the lcd window. The pump passed the displacement, rewind and basic occlusion tests. The reservoir fits properly into the reservoir tube.